Event description:
After heard catheterization in right leg/groin area, the dr used an "angio-seal" device to seal the femoral artery. I was told that a few days to a week, the pain and bruising in the right groin and radiating pain and swelling in the right groin and hip -with radiating pain down the right leg- should get better. After an ultrasound and abi test to verify no vascular blockages in the leg, it was determined that I possibly had some femoral nerve problems causing the trouble and that within another week or so, it should be getting better...at the most a month. I am now unable to walk -other than a little around the house-, and interestingly very intolerant to sitting for any length of time due to increasing pain in the right groin/hip area and pain that radiates down my right leg to the point to where I have missed work for almost 2 weeks so far -I sit in a chair working on a computer-. I have been able to work from home some, but only with frequent icing of the groin area -which I can't do at work due to dress code and, of course, I can't expose my groin area in my office to do the icing-. I am now experiencing almost constant daily pain in the right groin, hip, and radiating down the leg despite the fact that the visible bruising of the cath site has gone away. Dates of use: 2007, diagnosis or reason for use: seal femoral artery after angiogram.